Manufacturer narrative:
Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the unknown driver disengaged from the biomet implant, causing the implant to fall. Another implant was placed during the same surgery. Tooth location 25.

Manufacturer narrative:
One osseotite tapered certain prevail implant was returned for inspection. A visual inspection showed evidence of wear around the external threads and collar. The drive feature also had excessive wear and appeared to be stripped. The subject driver was not returned for evaluation. The lot number for the driver is unknown. Therefore, a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16. Biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified warnings: excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implant bone loss, changes to the implant¿s response to percussion or radiographic changes in bone-to-implant contact along the implant¿s length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant, and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Note: surgical manual contains instructions related to the drivers handling and the precautions that must be taken during a procedure. Forcing the implant into the osteotomy deeper than the depth established by the drill can result in damage to the implant driver or osteotomy. A functional test was performed on the implant with a compatible driver. The test driver tip (impdtl) could not firmly secure the implant due to the damage to the hex and the debris in the drive feature. Therefore, the complaint was confirmed. Without the return of the driver in question, it cannot be confirmed if the driver contributed to this event. A singular cause cannot be determined. The following sections have been updated.